Manufacturer narrative:
(B)(4). Date sent: 08/18/2020 .per photographic evidence: upon visual inspection of one photo, the following was observed: the photo shows tissue and two staples not properly formed and a slightly bleeding could be observed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Unfortunately, the device was not saved after the case. No device returning.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hysterectomy with debunking, cdh33a fired but left a loose staple. The gyn fellow fired the manual stapler. The purse string around the anvil was hand sewn. The surgeon over sewed the anastomosis spot where the loose staple was found. The doctor did five leak tests which were clear. It is unknown how the case was completed. No patient complications. The patient is doing fine today.